Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 3/27/2018. The implant and explant dates have been updated. The left prosthesis was replaced with a 300cc mentor memorygel breast implant, and the right prosthesis was replaced with a 375cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation with a mentor smooth round moderate profile 250 cc saline prosthesis and experienced deflation post procedure. As a result, it is has been indicated that the patient will undergo bilateral prosthesis replacement on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/21/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation with a mentor smooth round moderate profile 250 cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).